Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 177-395 (mg/dl). Reportedly, the customer was unsure of the suspected cause of the elevated bg level but stated consuming desert. To address the bg level, the customer delivered correction boluses. Recommendation was made to consult with health care provider regarding diabetes management.